Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that no hemolysis or chyle was observed with sample. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran precision testing with quality control material, which was acceptable. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated once from the secondary tube and twice from the original primary tube, resulting higher. One of the repeat results was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The initial MDR 2517506-2018-00264 was filed on 20-apr-2018. Additional information (01-may-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The calculation data, results data and reagent result monitors for the particle blank and non-specific binding were similar between the initial and repeat results. The particle blank monitors the particle and buffer delivery prior to sample addition, while the non-specific result monitor checks for non-specific agglutination or aggregation in the sample. There were no process errors or system check failures to indicate an instrument issue. Based on this information, the hsc specialist determined that there was no reagent integrity or delivery issue. The review of photometer data showed that there was a difference in the 293 nm reads just after sample addition, which is indicative of an issue with the sample delivery/mix or an issue aspirating or dispensing the sample due to pre-analytical factors.